Manufacturer narrative:
The cord was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time; however, based on similar reports the operator¿s techniques and user handling cannot be ruled out as contributory factors to the reported event. The instruction manual warns users ¿examine this cord prior to use. Do not use if damage is found. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged.¿

Event description:
Olympus received a medwatch report that indicates during an unspecified procedure, the active cable broke apart from the connector. The cable remained attached to the electrosurgical generator and began to flame up for a few seconds before being put out with normal saline. It is unknown if the intended procedure was completed. There was no patient/user injury reported.